Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The logfile review shows no abnormalities that could have contributed to the reported event. The suspect treatment was completed to 100 % and all laser system functions were within specifications. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported a patient had an enhancement lasik surgery performed on the right eye due to an undercorrection in their vision. A low energy reading of 70-80% was reported during the procedure. Upon follow up, flap was reported healed at one day post operative appointment. At six day post operative appointment, patient reported some fog. Doctor noted dry eye and interface oils were present. Extended wear plugs were inserted and patient is to use gel at night. No additional treatment to the patient will be done at this time. Patient will be re-evaluated in a few months.